Event description:
There was a pt involved in this event. The pt died. During the sca event the defibrillator was turned on 3 times. The first time we went 1 minute until the defibrillator was turned off. The electrodes were attached to the pt. The second and third times the device prompted low battery.

Manufacturer narrative:
The returned sam 300 device was successfully tested at heartsine technologies, (B)(4) on 12 june 2006. On the day of the reported event, the device was initially powered on with the user being issued with the advisory speech prompts of "call for med assistance, remove clothing from pt's chest to expose bare skin." Approx 58 seconds into the event, the electrode pads were attached with an "in range" pt impedance being detected. The device began to assess the pt heart rhythm but subsequently shut down with a "warning device service required" prompt. Info taken from the technical log indicates the warning was due to the device failing to charge correctly. During the course of the investigation, one of the five high voltage capacitors was discovered to have suffered damage. The positive terminal leg had become detached from the main body of the printed circuit board. The investigation was unable to determine how this happened, but it is consistent with the device experiencing an impact or being dropped. The consequence of this damage was the device failing to adequately charge and it therefore shut down with a "warning device service required" prompt. Subsequent power ups did alert the user to the failure with a "warning low battery device service required" prompt. This was not due to insufficient battery capacity on the returned pad-pak, as demonstrated during the investigation, but was a further symptom of the damage to the capacitor.